Manufacturer narrative:
H3 other text: device not to be evaluated per customer account representatives.

Event description:
It was reported that there was an ambulance accident that occurred at highway speeds. The patient was ejected from the cot and passed away. At the time of the accident, the patient was not wearing the x restraints as the paramedics were attempting to use a chest compression system/CPR device on the patient. There was no reported malfunction with the device.

Manufacturer narrative:
A stryker qae spoke with a stryker sales rep who stated that at the time of the accident the patient was not wearing the shoulder x restraints as the paramedics were attempting to get the patient ready to implement the lucas CPR device. The cot was still attached within the power load with all restraints shown. Based on this information, the stryker qae determined that the alleged inadequate patient restraint was not due to any component level defect with the product. The issue was resolved for the customer by ensuring that nothing else was needed from stryker at this time.

Event description:
It was reported that there was an ambulance accident that occurred at highway speeds. The patient was ejected from the cot and passed away. At the time of the accident, the patient was not wearing the x restraints as the paramedics were attempting to use a chest compression system/CPR device on the patient. There was no reported malfunction with the device.